Event description:
It was reported that pulse generator exhibited excessive battery discharge. On (B)(6) 2010, the estimated remaining longevity to elective replacement indicator (eri) was eleven months. On (B)(6) 2010, the device reached eri, however the battery numbers from the interrogation would have been given another six months to eri. Due to the age of the device, there was no attempt to clear the eri message and the pulse generator was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.